Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was not reported. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12e09089 and h12f03049. No exceptions were observed that were related to the reported condition. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: on an unreported date, the patient experienced a fever of 102 degrees. The reporter confirmed the previously reported event of peritonitis and clarified that the peritonitis was manifested by abdominal pain and a change in the color of the peritoneal fluid (onset dates not reported). The nurse was unable to confirm the peritonitis onset date of (B)(6) 2102 as previously reported. On (B)(6) 2012 (previously reported as (B)(6) 2012), the patient was hospitalized for the fever of 102 degrees and peritonitis. The peritoneal fluid drainage was consistent with an exudate. Treatment for the fungal peritonitis included diflucan given intravenously. On an unknown date, pd therapy was discontinued, the pd catheter was removed, a hemodialysis catheter was placed, and the patient switched to hemodialysis.